Manufacturer narrative:
One cadd solis vip pump was received with a minor scratch on the lcd lens screen. The event history log was reviewed and there was a "system faut 46228" error. The power up self-test and functional tests were performed. The reported issue was unable to be duplicated, but was verified to have occurred from the event history log. It was recommended that the error code be cleared and the software be re-installed as a preventative measure.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump had an error code 46228 during testing. There was no patient involvement.